Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
On 2015-10-12, information was received from a healthcare provider (hcp) regarding a (B)(6), female patient who was receiving hydromorphone 0.5mg/ml at 0.06994 mg/day via an implantable pump for non-malignant pain, failed back surgery syndrome and spinal pain. Starting on (B)(6) 2011 (also reported as on and off for 3 years), the patient would experience severe withdrawal symptoms when they turned the pump down and severe overdose when they turned the patient's dose up. The patient was very sensitive to dosing changes. The patient experienced palpitations, anxiety and diaphoresis as a result of the dosing changes. A 5% decrease at low doses would still result in withdrawal symptoms. The patient wanted to go through detox and have the pump removed as she no longer needed it. The hcp was going to remove the drug from the pump on (B)(6) 2015 and perform a system content removal. The hcp asked for the pump off password and received it. Additional information has been requested regarding diagnostics, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.